Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate shock for svt via merlin.net. Review of the egm revealed increased heart rate into the vf zone. Programming changes were made. The patient is stable.